Event description:
Push button had no resistance [device malfunction]. High blood sugars [blood glucose increased]. Case description: medical device information: class iib. This spontaneous case was reported by a consumer as "push button had no resistance, high blood sugar readings" and concerns a female patient treated with novopen 3 (insulin delivery device) from 2002 (exact date unknown) to ongoing and novolin 70/30 penfill (dual-acting human insulin) from 2002 (exact date unknown) to ongoing due to "insulin-requiring type 2 diabetes mellitus". Patient's medical history includes hypertension and high cholesterol. In 2009, the patient began to experience high blood glucose levels. When she administered insulin, she noticed that the novopen plunger lacked resistance. The high blood sugar levels continued through 3 days, when she noticed that insulin was leaking at the injection site. The patent realized that the piston rod in the novopen 3 was not making contact with the insulin cartridge. Thus, she reported that she had not received insulin for approximately three days. She went to her doctor, who tested her blood glucose level. It measured 600 mg/dl, and the patient's doctor instructed her to go to the emergency room (ER) that same day. In the ER, an electrocardiogram was performed and found to be normal. Additionally, the patient's blood glucose was tested, however, the results were unknown. She was admitted to the hospital and treated with intravenous insulin (type and dose unknown) for the duration of her stay. Her blood glucose levels returned to normal and she was discharged from the hospital in the next day. The overall outcome was reported as "recovered".